Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the unknown rep stated that they have a 40 ml pump that they can only get 20 ml of sterile water out at the time of implant. Technical services suggested placing the pump in a warm sterile bath and holding back negative pressure on the syringe. This resolved the issue and they were able to withdraw 37 ml of sterile water. During the pump replacement, the physician stated that the catheter was completely disconnected from the pump. No symptoms/patient complications were reported. No additional information were able to be gathered.